Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "evidence of extracapsular rupture via MRI."

Event description:
Patient reported via regulatory agency "rupture" and "I learned last summer there are many immune system problems being associated with silicone implants." Patient additionally reported "extreme fatigue, ibs diagnosis, shooting pain through my legs for long periods of time, bone growth on my elbow from an injury when I was (B)(6) years old (was now (B)(6)), carpel tunnel syndrome (recently diagnosed but issue began at around (B)(6) yrs old), loss of vocal chord endurance (losing voice frequently), sound sensitivity, sleep difficulties, weight gain issues, small nodule on thyroid, some inconsistent numbers on thyroid function, wore a hairband and hair would not grow back in that spot for 3 months, optic neuritis 2014 diagnosed- lost part of my visual field permanently, 2015 diagnosed with ms-multiple sclerosis,diagnosed with sibo, possible gluten allergy 2018, gastroparesis, other digestive problems, arthritis in hands 2018, hyperpigmentation on face 2019, depression"; these events are not device related. Device was explanted. This record is for the right side.